Event description:
It is reported that the rasp fractured and the piece was unable to be retrieved from the pt's canal.

Manufacturer narrative:
This report will be amended when our investigation is complete.